Event description:
This study patient underwent sfa (superficial femoral artery) stent implantation and subsequently experienced a stent fracture. During the six-month follow-up of this male patient for the study, a single stent fracture was noted. The vessel and lesion characteristics are unknown. The patient was enrolled into the study and had three stents implanted in the sfa following predilatation of the lesion. One of the stents was found to have a fracture during the six-month follow up, with no clinical sequelae. No treatment was performed. The patient was noted to have left the study approximately two years post index procedure in good condition. The product remains implanted and is not available for analysis. The stent lot specified in this complaint is associated with a clinical study of sirocco stents [sirolimus-eluting smart stent in sfa] conducted in europe. Lot history review indicated that this is the first report of this type received for this sterile lot number to date. A review of route sheet documentation was performed for this product. A full manufacturing traceability was conducted; this review found no association between manufacturing/processing history and the reported stent fractures.

Manufacturer narrative:
There are multiple factors that can contribute to stent fracture in the sfa. The sfa is a very dynamic vessel that undergoes biomechanical forces such as flexion, torsion, compression, and elongation. Studies have also revealed that stent fracture occurred in cases of multiple stents and overlap related to an abnormal stress area that is created. In this case, vessel/lesion characteristics and/or biomechanical forces likely contributed to the reported event.